Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug, fentanyl, dilaudid (hydromorphone), and clonidine via an implantable pump. It was reported that the patient had it opioid withdrawal. They experienced worsening pain, dry heaving, sweating, and an altered mental status. It was noted that the symptoms improve with ptm activations. The patient was scheduled for a same-day catheter access port dye study which revealed an intact, functional catheter. They were started on a fentanyl patch 37.5 mcg/hr, clonidine 0.1 mg, and hydrocodone 10mg-325mg. The patient reported persistent pain. The healthcare proider compared aspirated and interrogated pump reservoir volumes which were with expected limits. An increase in fentanyl to 50 mcg/hr, the patient was started on oral hydromorphone, and a catheter revision was ordered. The patient was started on oral morphine. On 2025-sep-03 the entire catheter was explanted and replaced. A catheter occlusion in the spinal segment was observed.

Manufacturer narrative:
Continuation of d10: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter pro duct ID 8598a serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 19-sep-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.